Event description:
The flexvision monitor was unable to display the images. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.